Manufacturer narrative:
The customer's report was observed and isolated to the electrode pads. The pads failed testing and were scrapped to resolve the report. The customer received replacement electrode pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed "defib disabled" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.